Event description:
The customer reported an over infusion. The drug moxifloxacin was programmed via guardrails at a rate of 250ml/hour with vtbi 250ml. The infusion ws started around 0300 on january 10, 2014 and around 0330 the device was alarming and the bag was found empty. No patient harm or medical intervention was reported by the customer. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.